Event description:
On (B)(6)2010, the pt was implanted with an scs system. The pt had an infection in her ipg pocket. A culture was taken which was positive for staph. The cause of the infection is unk. The pt was treated with IV vancomycin for 10 days followed by oral antibiotics. Her entire system was explanted and discarded but the date of explant is unk.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the product has not been returned so, no analysis could be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.